Event description:
Upon opening the tray packaging, it was discovered that the tape that is used to seal the blue wrap around the tray was contaminated with gray material (? Dust). Was not used / no pt (patient) harm.